Event description:
The complainant reported a (B)(6) white male had impella cp pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient was bleeding from the groin and hematoma was growing, the pump was removed, and four (4) units of packed red bloods cells (prbcs) was administered.

Manufacturer narrative:
The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.